Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated alinity c magnesium result for a 63 year old male patient. The following data was provided (customer provided reference range: 1.6 to 2.6 mg/dl): (B)(6) 2025, sid(B)(6): initial result = 6.6 mg/dl, repeat = 1.7 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The customer inspected the module and performed multiple troubleshooting procedures including cleaning parts, bleaching the wash cups and realigning the cuvette washer. Additionally, the alnty c-series cuvtte dry tip was replaced which resolved the issue. No additional result issues have been documented since the part was replaced. The instrument service history review for serial (B)(6) revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alnty c-series cuvtte dry tip did not identify any trends. A review of tracking and trending for the alinity c did not identify any trends for the complaint issue. A review of manufacturing documentation did not identify any non-conformances related to the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or the alnty c-series cuvtte dry tip was identified.

Event description:
The customer reported a falsely elevated alinity c magnesium result for a 63 year old male patient. The following data was provided (customer provided reference range: 1.6 to 2.6 mg/dl): on (B)(6) 2025, sid (B)(6): initial result = 6.6 mg/dl, repeat = 1.7 mg/dl no impact to patient management was reported.